Event description:
It was reported through the patient outcome, the patient passed away. The patient was reportedly had moderate amount of bleeding around the outflow graft which was controlled. The chest was left open. The cause of death was unknown. Additional information was not provided.

Manufacturer narrative:
It is unknown if the death is caused by the left or right ventricular assist device. Both of the devices are reported but the death is captured under the lvad report (MFR: 2916596-2022-14260). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with left ventricular assist device (lvad) and right ventricular assist device (rvad) on (B)(6) 2022 and transferred after moderate amount of bleeding. On (B)(6) 2022, they experienced low flow alarms on the right ventricular assist device (rvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding and patient outcome could not be conclusively determined through this evaluation. Additionally, a direct cause for the patient¿s reported infection could not be conclusively determined through this evaluation. The reported low flow alarms were confirmed by an onsite abbott representative; however, a direct cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was not returned for evaluation. Review of the available device history records, including sterilization and packaging documentation, showed no deviations from manufacturing and qa (quality assurance) specifications. It was reported that the hm3 lvas, serial number (B)(6) was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for lvad support, and all labeling, physician training and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU) is currently available. Bleeding, infection, and death are listed in the heartmate 3 lvas IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.